Manufacturer narrative:
(B)(4). Corrected information: it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable. The following additional information was obtained: the patient underwent patch allergy testing and on the final reading, the vicryl was not an issue.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent lumbar laminectomy for posterior lumbar infusion in (B)(6) 2018 and suture was used. Following the procedure, the patient experienced incisional issues with itching, hives, rash patches and incisional site wound drainage of entire back and upper buttocks. After a few antibiotic treatments, the patient went to a dermatologist on (B)(6) 2019 for allergy testing for suture. The patient reported they are scheduled to have another surgery and was concerned if they were allergic to the suture. The patient stated that topical skin adhesive was also used in the initial procedure. The patient will undergo allergy testing. The patient stated they may not provide additional information until allergy testing is completed and patient has more information.